Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance of 126 ohms. The presenting electrogram (egm) was normal and rv lead impedance was stable and normal upon device check, however the r-waves fluctuated from 13 millivolts (mv) to 25 mv. Boston scientific technical services (ts) suggested to consider x-ray evaluation to assess if device has migrated. Additional information indicates that the cause was undetermined and will continue patient's routine follow-up. The system remains in service. No adverse patient effects were reported.